Event description:
It was reported that during revision of the right ventricular lead, body fluids were noted in the left ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found an insulation abrasion at 47.7 cm to 48.0 cm from connector pin which exposed the outer coil.